Event description:
According to the reporter during a robotic laparoscopic urological procedure, the thread broke while performing a ureteral suture. This occurred in 12 of the sutures used. The surgical time was extended by 30 minutes or more due to the product issue, and the incision was extended by more than 1 inch (2.54 cm) because of the device problem. To resolve the issue, the procedure was repeated.

Manufacturer narrative:
D10 concomitant medical products: vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one suture. The suture was returned broken at the barbed section and the loop end was attached. The loop end was intact. It was reported that the thread broke. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue may occur due to exposure to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. It was also reported that the incision was extended. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.